Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that he cannot drive at night due to lights being bothersome "like lights behind an airplane propeller" and "fireworks," and his reading vision is not good since cataract surgery with an intraocular lens (iol) implant. Additional information was requested.